Event description:
It was reported that the left ventricular (lv) lead and right ventricular (rv) lead had high thresholds. The lv lead was capped and replaced. The rv lead was explanted and replaced. It was also reported that during the implant attempt, the lv lead had positioning difficulties due to patient anatomy. The lead was implanted and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. Primary analysis revealed no anomalies. However, the distal conductor was distorted. The inner and outer tubing was kinked/buckled. The outer tubing overlay was melted and the outer insulation was torn. The outer insulation had a cosmetic cut and cosmetic depression. All insulators were breached cut. The lead appeared stretched. Visual analysis revealed that there was apparent explant damage.